Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that due to improper handling, liquid entered the cable connector, corroding the contact points involved in communication with the q-type scope, and causing the image to disappear. The event can be prevented by following the instructions for use which state: [6.3 connection of an endoscope] make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. [8.1 care] do not clean the electrical contacts of the videoscope cable. Cleaning them can deform or corrode the contacts, which could damage the videoscope cable. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus that when the videoscope cable was used with multiple gif-q260 endoscopes, the endoscopes could not be recognized. Other endoscopes were recognized normally. The issue was found during preparation for use. Procedures were completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope cable was hard to connect with the scope. There was no endoscopic image when connecting the inspection cable with q-type endoscope. Due to the presence of oxidation and corrosion and liquid ingress inside the scope side connector, the poor contact between the connector and the endoscope resulted in the inability to recognize the endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.